Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level displayed as "high", although a specific value was not provided. Reportedly, the customer had not addressed their bg level at the time of troubleshooting.